Manufacturer narrative:
B5 - the lens was explanted on (B)(6) 2024 due to resizing. On the same day in a separate surgery a same model but longer length lens was implanted. H6 - 4629 corrected to 4627. Claim # (B)(4).

Manufacturer narrative:
A4-a6:unk. H6 work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that 12.1mm vticm512.1 implantable collamer lens of a -9.0/1.0/078 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6)2024, the lens was removed and a longer length lens was implanted due to resizing.